Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6)2012, a customer contacted roche diagnostics and reported a hyperglycemic event that occurred a few weeks earlier. Customer reported that a few weeks ago she got a blood glucose result of 344 mg/dl on her aunt's one touch meter and was not able to self-treat. Customer did not provide any further information. The one touch meter mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).